Event description:
The head of the instrument broke in two pieces while the surgeon cut the mandible plate. The cutter managed to cut the plate while it broke. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our investigations have shown that the complete upper part of the matrixmandible short has broken off. The exact cause which has lead to this breakage is undetermined. It is possible that the edges were previously damaged, and that by the blunt edges, an excessive cutting force was necessary. This finally caused the breakage. The broken surface of the instrument is homogenous, which indicates material conformity. The instrument was manufactured according to its specification. A review of the device history record did not show conditions that could have contributed to the reported event.